Event description:
For approximately six (6) months a patient, using a size 6 tracheostomy tube was experiencing discomfort and irritation around the stoma site. It was also reported that multiple devices were used, with change outs occurring on a monthly basis following cleaning and soaking of the device in full strength h2o2. Pt was advised that this cleaning practice was contraindicated to the device labeled instructions for use. The tracheostomy tube adult home care guide and video were sent to the pt to review and discuss with the attending physician. The reported info was reviewed and determined to be a non-reportable event as the info did not meet the criteria for a product malfunction or performance problem or a adverse event.